Manufacturer narrative:
The technician found that the brake caster is the cause. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake will not hold. No pt injury reported.